Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the unspecified location. The leak was discovered prior to patient infusion. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 01, 2019 - june 04, 2019. H10: the device was received for evaluation. The fill port was cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted